Manufacturer narrative:
(B)(4). The primary reason behind attempted lead repositioning was not reported.

Event description:
It was reported that during a lead repositioning procedure, for an unspecified issue; the patient's right ventricular lead was fractured. The lead explanted and replaced. Patient's condition was not reported. No further information could be obtained.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.